Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic area') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 3, abortion, bacterial vaginosis, herpes genitalis, sexually active, blood in stool, blood in urine, vulvovaginal candida and endometritis. Concurrent conditions included d & c since (B)(6) 2014, obesity, goiter, overweight, hypoaesthesia, genital bleeding, ache, stress, bloating, constipation, nausea, menstrual disorder nos, burning sensation, frothing at mouth, hyperlipidemia, flu, vulvovaginal candida, irregular periods, uterine fibroid, uterine bleeding, ovarian cyst, menstruation frequent, endometrial polyp, ear disorder nos, vaginal itching, otitis media, skin lesion, back pain, vaginal irritation, vaginal odor, back sprain, urinary tract infection, lung nodule, dysuria, fever, delayed period, uterine leiomyoma, sexually transmitted disease, pelvic mass, perineal pain and menometrorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2008 for birth control as well as acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2017, azithromycin (zithromax) from (B)(6) 2006 to (B)(6) 2009, cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2014 to (B)(6) 2014, ethinylestradiol;levonorgestrel (alesse-28) from (B)(6) 2009 to (B)(6) 2009, fexofenadine from (B)(6) 2016 to (B)(6) 2016, fluconazole (diflucan) from (B)(6) 2010 to (B)(6) 2016, fluconazole from (B)(6) 2014 to (B)(6) 2014, hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc) since 2008, ibuprofen (motrin), metronidazole (flagyl) from (B)(6) 2007 to (B)(6) 2013, metronidazole (metrogel vaginal) from (B)(6) 2015 to (B)(6)2015, mometasone furoate (nasonex) from (B)(6) 2006 to (B)(6) 2007, naproxen from (B)(6) 2014 to (B)(6) 2017, prednisone (prednison), simvastatin from (B)(6) 2010 to (B)(6) 2015 and triamcinolone acetonide (nasacort) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinarytract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (supracervical hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved, the depression, anxiety and dysmenorrhoea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: treatment received for pain, bladder or urinary problems, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: successfully occluded. Total bilateral occlusion. Tubes were completely blocked.. Ultrasound pelvis - on an unknown date: mildly enlarged uterus. Uterine fiborid noted in the posterior mid region. Cervix with nabothian cysts. The right ovary contains a simple cyst. Bilateral essure inserts are identified. Ultrasound shows an enlarged uterus with a large 9 cm posterior fibroid. Ultrasound scan - on (B)(6) 2014: during ultrasound she was told to have a ¿foreign object in her uterus¿ on abdominal scan.; on (B)(6) 2014: mildly enlarged uterus. Uterine fiborid noted in the posterior mid region. Cervix with nabothian cysts. The right ovary contains a simple cyst. Bilateral essure inserts are identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal),vaginal infection, vaginal discharge were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (4), parity 3, abortion, bacterial vaginosis, (B)(6), sexually active, blood in stool, blood in urine, vulvovaginal candida and endometritis. Concurrent conditions included d & c since (B)(6) 2014, obesity, goiter, overweight, hypoaesthesia, genital bleeding, ache, stress, bloating, constipation, nausea, menstrual disorder nos, burning sensation, frothing at mouth, hyperlipidemia, flu, vulvovaginal candida, irregular periods, uterine fibroid, uterine bleeding, ovarian cyst, infrequent menstruation, endometrial polyp, ear disorder nos, vaginal itching, otitis media, skin lesion, back pain, vaginal irritation, vaginal odor, back sprain, urinary tract infection, lung nodule, dysuria, fever, delayed period, uterine leiomyoma, sexually transmitted disease, pelvic mass, perineal pain and menometrorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2008 for birth control as well as acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2017, azithromycin (zithromax) from (B)(6) 2006 to (B)(6) 2009, cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2014 to (B)(6) 2014, ethinylestradiol;levonorgestrel (alesse-28) from (B)(6) 2009 to (B)(6) 2009, fexofenadine from (B)(6) 2016 to (B)(6) 2016, fluconazole (diflucan) from (B)(6) 2010 to (B)(6) 2016, fluconazole from (B)(6) 2014 to (B)(6) 2014, hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc) since 2008, ibuprofen (motrin), metronidazole (flagyl) from (B)(6) 2007 to (B)(6) 2013, metronidazole (metrogel vaginal) from (B)(6) 2015 to (B)(6) 2015, mometasone furoate (nasonex) from (B)(6) 2006 to(B)(6) 2007, naproxen from (B)(6) 2014 to (B)(6) 2017, prednisone (prednison), simvastatin from (B)(6) 2010 to (B)(6) 2015 and triamcinolone acetonide (nasacort) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("pain abdominal"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: successfully occluded. Total bilateral occlusion. Tubes were completely blocked. Ultrasound pelvis - on an unknown date: mildly enlarged uterus. Uterine fibroid noted in the posterior mid region. Cervix with nabothian cysts. The right ovary contains a simple cyst. Bilateral essure inserts are identified. Ultrasound shows an enlarged uterus with a large 9 cm posterior fibroid. Ultrasound scan - on (B)(6) 2014: during ultrasound she was told to have a ¿foreign object in her uterus¿ on abdominal scan.; on (B)(6) 2014: mildly enlarged uterus. Uterine fibroid noted in the posterior mid region. Cervix with nabothian cysts. The right ovary contains a simple cyst. Bilateral essure inserts are identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received ¿ case become incident. Model number updated from ess305 to ess205. Previously reported event complication associated with device were removed. New event pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), vaginal discharge and pain abdominal were added. Product information indication, essure insertion and removal date were added. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Ppc added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.